Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urinary frequency, urinary urgency, recurrent vaginal vault prolapse, ongoing vaginal discomfort and fullness due to prolapse, suprapubic pain especially when walking a lot or lifting, leakage of urine with valsalva maneuvers, incomplete emptying of bladder, urinary tract infections, dyspareunia, grade two to three enterocele, grade one to two rectocele, very thin vaginal mucosa where the mesh is palpable, groin and suprapubic pain, pelvic pain, recurrent pelvic organ prolapse, mixed stress (recurrent) and urge urinary incontinence, severe scarring, possible contracture of mesh and mesh deep beneath vaginal mucosa close to the bladder and ureters, previous mesh and scarring, urinary retention and required nonsurgical interventions and one surgical intervention.